Event description:
The customer reports that the device failed for the defib test on opcheck. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device failed for the defib test on opcheck. There was no reported pt involvement. The device was evaluated by the philips field service engineer at the customer site. The field service engineer tested the device numerous times with no failures, and could not be recreated upon running the opcheck. The device was put back into service. We are considering this a malfunction. We cannot determine the cause since the symptom could not be recreated.